Event description:
Patient revised to address dislocation.

Manufacturer narrative:
Examination was not possible, as the devices were not returned. A complaint database search finds no other reported incidents against the provided product and lot codes since their release for distribution. The investigation could not verify or identify any evidence of product error with regard to the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.

Manufacturer narrative:
Product complaint # (B)(4).

Event description:
In addition to what was previously alleged,litigation alleges injury,pain, suffering, swelling, lack of mobility,metallosis, emotional distress and, loss of enjoyment of life. Patient was exposed to excessive levels of chromium and cobalt ions. Doi: (B)(6) 2004, dor: jun 5, 2008 (left hip).

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.